Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced insulin leakage when inserting the cartridge while the infusion set connector was attached, leading to high glucose readings of 346 mg/dl. The user was educated to insert the cartridge without the connector and to fill the cartridge flush with the glass, and replacement infusion sets and cartridges were provided. Symptoms included hyperglycemia and excessive thirst, with glucose subsequently trending downward to 263 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analyzing information provided by the user. Investigation of this case revealed a leak associated with the reservoir seal, consistent with a leak or splash device problem and involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.